Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the parent that the pediatric patient experienced inaccurate cgm values. According to the report, the mobile device gave an alert that the egv was low. The bg was not checked and the parent provided carbohydrates. The patient became unresponsive. The bg by the parent was 614 mg/dl and the parent contacted the hcp who advised evaluation in the ed. The patient was treated with zofran reportedly for the prevention of nausea and vomiting. The patient had diagnostic testing of a full blood panel and the condition was monitored for 3 hours. The patient was reportedly fine after the treatment provided in emergency. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.